Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the cap. This occurred while priming the set with 0.9% saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: march 2025. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A retention sample was visually inspected and functionally tested with no issues noted. A video was provided by the reporter, showing a drop of liquid. The exact location of leak was not identified. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.